Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
The procedure was to treat a heavily tortuous, concentric, de novo lesion in the mid circumflex artery. Using a femoral access site, the xience pro 3.0 x 15 mm was deployed and caused a dissection. Another stent was used to cover it. The procedure lasted for 15 minutes. The patient is stable and fine. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.